Event description:
The core saber drill was sent for evaluation due to overheating during testing. The event occurred during a quality check at the customer site. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.